Event description:
The reporter stated that the surgeon inserted a aq2010v 3 piece silicone lens. The lens trailing haptic tore during insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The cause of the trailing haptic tearing is unk. It is unk which lens was inserted first as this is one of two lenses that was inserted for the same pt. Surgery was completed using another lens. Please reference 2023826-2005-01111.